Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. Although the physician does not believe that the reported event is associated with the tcar procedure, silk road medical is reporting this event out of an abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of embolic events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar), the patient experienced a stroke resulting in right side weakness of hand and leg. She had recurrent re-stenosis post carotid endarterectomy (cea) on numerous occasions over the past several years. The physician stated there wasn't anything that could have been done differently. The physician added that due to her mixed lesion morphology, she was at an even higher risk for an event. During the procedure, the physician did post dilate the stent and waited a full two minutes before injecting. General anesthesia was administered. Neuro oximeter was steady for the entire procedure.